Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds). At the start of the procedure, no pericardial effusion or thrombus was identified in the left atrial appendage. A transseptal puncture (tsp) was successfully performed at an inferior/mid location. A pigtail catheter was used to access the appendage. The 27mm wds was deployed multiple times with both full and partial recaptures; however, it did not meet tug test criteria. As a result, the physician elected to exchange it for a smaller 24mm wds. The 24mm wds was deployed and recaptured multiple times. During evaluation of the final deployment, the patient experienced a sudden drop in blood pressure and progressed to asystole. Intracardiac echocardiography (ice) imaging at that time revealed a pericardial effusion. The watchman devices were removed, and an interventional cardiologist was called to assist. A pacing catheter was placed, and pericardiocentesis was performed to address the effusion. Despite these interventions, the patient remained in asystole and subsequently died.

Event description:
It was reported patient death occurred. A left atrial appendage closure (laac) procedure was performed using a watchman trusteer access system (was) and a 27 mm watchman flx pro laa closure device and delivery system (wds). At the start of the procedure, no pericardial effusion or thrombus was identified in the left atrial appendage. A transseptal puncture (tsp) was successfully performed at an inferior/mid location. A pigtail catheter was used to access the appendage. The 27mm wds was deployed multiple times with both full and partial recaptures; however, it did not meet tug test criteria. As a result, the physician elected to exchange it for a smaller 24mm wds. The 24mm wds was deployed and recaptured multiple times. During evaluation of the final deployment, the patient experienced a sudden drop in blood pressure and progressed to asystole. Intracardiac echocardiography (ice) imaging at that time revealed a pericardial effusion. The watchman devices were removed, and an interventional cardiologist was called to assist. A pacing catheter was placed, and pericardiocentesis was performed to address the effusion. Despite these interventions, the patient remained in asystole and subsequently died.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis:the watchman flx? Pro was discarded; therefore, returned device analysis could not be completed. Media review: the provided medical media is related to pericardial effusion and does not appear to depict any unrelated device or user related allegations. No further review was required by either bsc medical safety or watchman medical media subject matter experts.device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60240 batch # 0038071711. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include arrhythmia (asystole), hypotension, pericardial effusion (additional device required) and death (unexpected diagnostic intervention). Risk review: a risk review was completed and confirmed that the events of arrhythmia (asystole), pericardial effusion, hypotension, and death were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.